Manufacturer narrative:
Analysis of the device on return to cochlear was a device failure. This report is submitted 25 october 2019. - attachment: [153246 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on september 20, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.